Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient received a pleural effusion during an implant procedure. The patient had an x-ray and no further action was taken. The event was considered resolved two days later. No further patient complications have been reported as a result of this event.